Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate age (patient was reported to be in his (B)(6)). Estimate weight (patient was reported to weight (B)(6)). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed a bent posterior needle tip and a needle strike mark at the posterior foot. This is indicative of the posterior needle striking the posterior foot instead of engaging with the posterior cuff inside the posterior pocket during needle deployment as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was retracted from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the anterior needle as evidenced by damaged anterior cuff tabs. This appeared very similar to the reported event of the white suture to be found hanging from the foot. Because the original plunger was not returned with the device, during testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. Based on the successful test of the devices, the probable cause for the posterior needle striking the foot instead of engaging with the posterior cuff, resulting in the posterior cuff miss and subsequent anterior cuff detachment, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract as specified in the instructions for use (IFU). No manufacturing or quality deficiency was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional (graft) procedure. Reportedly, when the needles were pulled back, the white suture was found hanging. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.